Event description:
Reference number (B)(4) event occurred in canada it was reported that patient faced two infusion sets cannula kinked event on(B)(6)2025 and 2-jan-2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 30mmol/l and the patient was treated with correction bolus via multiple daily injection (mdi) company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2